Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. The following malfunctions were identified during the device evaluation: water ingress to the main unit, video connector was flooded, corrosion on video connector, hole in camera cable, and the camera cable was not airtight. Based on the results of the investigation, it is likely that the following led to the customer's reported malfunction: the internal charged coupled device temporarily malfunctioned due to water immersion in the main unit's image sensor, resulting in the inability to communicate normally and the image abnormality that was reported. However, a definitive root cause could not be established. Since there were holes on the camera cable, it is likely that the airtightness of the device is no longer maintained. Therefore, it is presumed that the camera cable was not watertight, and moisture that entered the cable caused flooding of the main unit's image capture and video connector. However, a definitive root cause could not be established. A probable root cause for the evaluation findings of hole in the camera cable and corrosion on the video connector could not be established. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head displayed a poor quality image. This event occurred during preparation for use for an unspecified therapeutic procedure. There are no reports of patient harm.